Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. On the electrograms, the noise was railing with a wandering baseline. After the first shock, the sensing vector was changed from the primary vector to the secondary vector. Another shock occurred in the secondary vector. Technical services advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. On the electrograms, the noise was railing with a wandering baseline. After the first shock, the sensing vector was changed from the primary vector to the secondary vector. Another shock occurred in the secondary vector. Technical services advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.